Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device would not work. It would not activate. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non conformities with the device. There were some signs of clinical usage and some evidence of blood. Resistance measurements were found to be out of spec. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test. Based upon this, the reported failure "would not activate" is confirmed. A lot history record review was performed on the reported lot number. There were no non-conformities that could have contributed to the reported failure mode. Internal file number - (B)(4).